Event description:
It was reported that during a da vinci s prostatectomy procedure the large needle driver instrument tips were noted to not rotate. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument grip tips were bent, causing an offset and limited movement. The one grip was bent, causing side-to-side misalignment of the grips. There was a .022 offset at the tips. The evidence was inconclusive, but damage was likely due to mishandling. The grip cable crimp was dislodged from the distal clevis and was hanging on the cable. Engineering also found the distal idler pulley damaged, a deep scratch, and a crack on the housing. The distal idler pulley had a straight edge on the one side due to an indentation. The evidence was inconclusive, but damage was likely due to mishandling. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. A small crack was found on the housing near release levers. The evidence was inconclusive, but damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.